Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.1, 4.0 and 4.7. On (B)(6), inratio inr 5.1 then immediately retested same hand (different fingerstick not noted by nurse) and received inr 4.0. Then a retest was done again on a different hand with inr 4.7. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 4.6, lab: 3.3. Therapeutic range 2.5-3.5.

Manufacturer narrative:
Investigation pending.